Manufacturer narrative:
D2: dqx - wire, guide, catheter; pdu - catheter for crossing total occlusions. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a lower extremity angiogram, the tip of an approach cto microwire wire guide began to separate during an intervention. Access was obtained in the groin to target the tibial artery, which was calcified. The wire was not altered prior to use, and resistance was not encountered during insertion of the wire. The wire was not pulled or manipulated backwards through a needle or other metal instrument at any time during the procedure. Other wires were used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.